Event description:
The customer contact reported the patient received less medication than intended. In 2007 at 1300, the device was programmed to deliver heparin 25,000u/500ml at a rate of 9.4ml/hr. At an unspecified time, the delivery was initiated. On the following day at 0430, the nurse noted the display indicated that 390ml was delivered; however, approx 420ml remained in the solution container. The device was removed from clinical service. Therapy was resumed using replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was recived. Investigation is not complete.